Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power up or charge a battery) has been confirmed. Upon investigation, there was liquid contamination on the battery board, interconnect ribbon cable, table board, and components j101 and j502 on the ca board. The cause for the failure was isolated to the contaminated battery, table, and ca boards. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to power up or charge a battery.